Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual injection was administered to address elevated bg. The infusion set and cartridge was changed multiple times to address the occlusions. In addition, it was reported that pump touchscreen was foggy and the wake button was intermittently sticking and difficult to press. The customer continued using the pump for insulin therapy, and had an alternate method of insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.